Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: material #309623 & batch # unknown. Verbatim: rcc received a complaint via email. Patient states she has been using the 1 ml slip tip syringe with 27g needle 309623 for her b12 injections. Patient states she used to use a luer lock syringe and she liked it better because she sometimes has issues with the needle coming off of the slip tip syringe. She has also noticed after she depresses the plunger, it doesn't seem to depress fully and there is about 1/10th of an ml left in the syringe. Patient is concerned she is not receiving the full does. Patient asking if we offer a 1 ml luer lock option with a similar needle. Patient states she filed a product complaint with the previous representative.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - syringe needle connectivity issue. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.